Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 544 mg/dl and the low blood glucose level was 20 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and manual injection for high blood glucose level and glucagon for low blood glucose. Customer has been using insulin pump system within 48 hours of reported high and low blood glucose event. The customer alleges that the insulin pump was under delivering because she was not sure why going high as she did not normally run high like that also they alleges that the insulin pump was over delivery of insulin because they are going low after they treat for a high blood glucose. Customer stated that the drive support cap was normal. Customer also stated that top of the reservoir compartment had damaged and the reservoir was lock in place when inserted into insulin pump. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.